Event description:
It was reported that a non-(B)(6) product no longer works. The device was explanted. No additional information was provided. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).